Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that a ped3 pipeline vantage stent failed to open in the proximal section. Not complete wall apposition of the proximal segment of the stent released in the third distal of the internal carotid artery (ica) siphon curve. A second device (solitaire ab) was used to improve the opening. The proximal section of the pipeline was positioned in a bend. It was not stuck in the capture coil. More than 50% had been deployed when it failed to open. It was resheathed less than or equal to 2 items. The pipeline was not removed and full wall apposition was achieved. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneursym in the right ica c7 aneurysm. The distal landing zone was 3mm and the proximal landing zone was 4.5mm. Vessel tortusoity was severe.  Ancillary devices: penumbra neuronmax 6f .088'' sheath, f available medtronic phenom plus fg19120-1030-1s lot: 224327393 guide catheter , medtronic phenom 27 fg15150-0615-1s lot: oc21-047 microcatheter.